Manufacturer narrative:
(B)(4). G2: foreign - event occurred in germany. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the during surgery, edges of the femoral impactor detach when impacting the micro anti-impingement guide and fall into the surgical site. There was no harm to the patient and no delay in the procedure. All residues could be removed from the surgical wound without exception. Due diligence is in progress for this complaint; to date no additional information or product has been received.